Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and experienced dizziness, it was further noted that the right atrial (ra) lead exhibited oversensing noted on atrial electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.